Event description:
Reporter indicated that pt had had constant hoarseness since vns implant. The pt's device was programmed to on the same day of implant surgery. Physician lowered the frequency and pulse width in an attempt to alleviate the hoarseness, but was unsuccessful. The pt's device was programmed to off in 11/2002 and the pt has since experienced a 40% improvement in their hoarseness. The pt was seen by an ent in 11/2002 who confirmed left vocal cord paralysis and indicated that the improvement in the pt's voice was probably due to the compensation of the right vocal cord. The pt was prescribed a 5-day course of steroids.